Manufacturer narrative:
The device mechanism is expected to be returned. It has not been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device alarmed with a s421 (motor error-pmc pump mechanism controller, right) malfunction alarm code. The device was returned to the biomedical department for an unspecified reason. No specific patient information, pump programming, or event details were available. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, the device alarmed with a s421. No additional information was provided.